Event description:
Dr. Complained of seeing "green specks" in the patient when using this cautery tip. Wants us to follow up with company. Manufacturer response for ez clean cautery, (brand not provided) (per site reporter). The rep came in and picked up product.